Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. The device history records could not be evaluated as the lot number is unknown. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
Nurse was flushing to clear blood using the side port, and blood sprayed out of the nearport. Patient was hiv positive so this was a serious exposure incident.